Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller and the controller passed all manufacturing and qa specifications before being shipped to the customer on 21aug2018. The reported event of a white display screen was confirmed via a customer submitted image. The system controller (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 6 days (B)(6) 2018, (B)(6) 2001, (B)(6) 2020 ¿ per time stamp). There were no events active related to the reported event. Multiple good faith efforts were sent to retrieve additional information on if the system controller was exchanged and if it will be returning; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous system controller exchange reported in manufacturer report number 2916596-2020-03124. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's controller was exchanged on (B)(6) 2020. Early morning (B)(6) 2020 the screen on the controller would not display parameters it just turned white when the display button is pressed. All lights worked when completing a controller self test on both battery and wall power and it alarmed appropriately when disconnected from power.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.